Event description:
Port was placed in right chest for infusion of chemotherapy. Patient presented with right upper extremity swelling, evidence of clot on ultrasound. Port was accessed with contrast agent which showed catheter tip was retracted with catheter redundancy, extravasation of contrast at port site and mid-catheter. Port was removed and replaced, but no defects were apparent. Patient was not injured.